Event description:
It was reported that a pump over infused midazolam to a pt (infusion amount and delivery rate unk). The customer stated that the medication was programmed to infuse over several hours, but the infusion was complete in less than one hour.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.